Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening, fold creases. Leak test and microscopic analysis were performed and identified a curved sharp opening on valve bond edge, and no shell thickness measurement due to opening being under plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a curved sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device was explanted.